Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited image noise. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and found image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, that the following led to the malfunction: the r-unit is broken. And therefore, a noise image occurs. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.